Manufacturer narrative:
H4: the lot was manufactured from february 24, 2021 - february 25, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 24 hours; however, it was observed that a significant amount of the medication dose was left after the therapy time had elapsed and had not been delivered to the patient. The device had been filled with piperacillin / tazobactam 18000mg in buffered 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.